Manufacturer narrative:
The (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the controller revealed that the device failed to meet specifications; the unit failed visual inspection due to a loose serial port connector and missing serial port cap. This observation is not related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, the manufacturer is still investigating loose connector. The missing serial cap can be attributed to the handling of the unit. Log file analysis was performed in order to confirm the event details. It was found that there were two power disconnect alarms imbedded in the controller data files. The two power disconnect alarms were logged around the reported event date on power port 1 involving (B)(4) on (B)(6) 2016 and an unknown controller ac adapter on (B)(6) 2016. There was also several low battery 1 and low battery 2 alarms, which indicates that the battery attached had fallen below 25% relative state of charge (rsoc). In both alarms, power disconnect and low battery, an intermittent "beep" will sound to alert the user to switch to a new power source (low battery alarm) or reconnect a power source (power disconnect alarm). Additionally, it was noted that there were several power switching events that took place with this controller. Pre-mature switching events are being investigated. Based on the available log files, the intermittent beeps were the result of low battery and power disconnect alarms. These alarms are alerting the patient to switch to a new power source (low battery alarm) or reconnect a power source (power disconnect alarm). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times.  It also provides information about proper care of the system and what to do in case of an emergency.  The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that per the vad coordinator that the patient reported intermittent beep, like the power connection beep on the controller. This occurs on both the batteries and ac support. Patient has already removed two batteries from service. The controller was replaced with no reported consequences or impact to the patient.